Event description:
Upon opening a consignment lfit 36mm +0mm v40 femoral head for implantation it was observed that the inner packaging appeared to have been subjected to an oily substance that had stained through into the sterile implant environment. Surgeon agreed that it did look suspicious and another implant was used without issue.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the product box, implant stickers, opened outer blister and its lid, and the sealed inner blister and its contents were returned. See pictures in the communication log. The reported event was not confirmed. However, the foam was stuck to the inner (B)(6) lid causing the lid to look discolored. Conclusion: visual inspection of the returned indicated the foam was stuck to the inner tyvek lid causing the lid to look discolored. There was no evidence of "an oily substance that had stained through into the sterile implant environment." The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
Upon opening a consignment lfit 36mm +0mm v40 femoral head for implantation it was observed that the inner packaging appeared to have been subjected to an oily substance that had stained through into the sterile implant environment. Surgeon agreed that it did look suspicious and another implant was used without issue.